Manufacturer narrative:
Block b3: exact date unknown, event occurred within the first year based on the date the manufacturer became aware of the event. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7135406/7121136, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation despite optimized setting. Implant pain was also noted. The patient underwent explant a spinal cord stimulation (scs) procedure and was doing well postoperatively. All explanted device components will not be return per facility policy.